Manufacturer narrative:
The medtronic representative later reported that during the onsite investigation, 2 spins were performed on the same imaging system and navigation system that the issue was reported on. In both instances, the exams transferred successfully. The rep found that the issue was being caused by faulty ethernet cables, as using a new cable seemed to resolve the issue. A successful system checkout was performed which verified that the issue had been resolved. The medtronic representative will train the site on properly storing the cables so that this issue is avoided.

Event description:
A medtronic representative reported that during a spinal fusion cervical case, the physician attempted to take a navigated spin but the scan did not transfer and was not marked as a nav spin. The site reported that the system was displaying a green connection with the imaging system. The site brought in another navigation system and took another spin. This time they were able to successfully transfer to the navigation system. There was no patient impact reported and the delay in surgery was around an hour. Surgery proceeded as planned.